Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition; just the display glass was scratched. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump was found to be working properly and is activated within specification. The stated problem with the battery could not be confirmed because the customer did not provide the battery. The issue of the start button defective was confirmed as the device would only start if the on/off button was pressed more firmly. The root cause was unknown. Actions to be taken were pending response from the customer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device akku was defective, the device always gave an occlusion alarm, and the start button was defective. There was unknown patient involvement and unknown patient harm.